Event description:
Device 2 of 5. Ref MFR reports: 1627487-2013-03902 1627487-2013-03904, 1627487-2013-03905 and 1627487-2013-03906. The pt has 2 scs systems. At this time, it is unk which scs ipg is related to this event; therefore, both are being reported. It was reported one of the pt's thoracic scs leads has migrated and her scs ipg seems to be twisted or at an angle. Subsequently, the pt is no longer receiving stimulation in her feet. At this time, the pt is unsure of wanting to undergo surgical intervention. Follow-up identified the pt is no longer receiving effective stimulation in her lower body. At this time, the pt remains undecided regarding undergoing surgical intervention.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.